Event description:
It was reported that this right atrial (ra) lead dislodged shortly after implant due to the lead being twiddled out of the venous system by the patient. This lead was explanted and a new one was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead dislodged shortly after implant due to the lead being twiddled out of the venous system by the patient. This dislodgement was confirmed through fluoroscopy. This lead was explanted and a new one was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: b5: describe event or problem, and h6: impact codes.